Manufacturer narrative:
This report is being submitted to correct section a1 "patient identifier (in confidence)." The supplemental report (additional information and device evaluation) was submitted under patient identifier (B)(6). When it should have been patient identifier (B)(6). This report was submitted 05jul2024 at approximately 3:53pm eastern standard time.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that the focus was not changed to near point due to damage on the charge ¿ coupled device unit. Upon further inspection, it was observed that white foreign material was in the air and water tube and cylinder. This finding was due to insufficient cleaning or handling of the scope. It was also observed that water tightness was lost due to damage on switch one. It was observed that there was an abnormal sound that was made due to damage on the right and left knob. It was also observed that the suction, air and water cylinder had no color. It was observed that the grip had discoloration. It was also observed that switch two had a scratch. It was observed that water tightness was lost due to damage on the air and water tube. It was also observed that the insulation resistance value at the distal end did not meet the standard value due to a scratch on the plastic distal end cover. It was observed that there was no illumination due to breakage of the light guide bundle. It was also observed that the light guide lens had a crack. It was observed that the connecting tube had buckling. It was also observed that the universal cord had a wrinkle. The customer has not provided the cleaning sterilization and disinfection (cds) processes performed at the user facility however, this information has been requested. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii colonovideoscope had an e204 focus error code. The reported issue was discovered during reprocessing of the scope. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign material was in the air and water tube and cylinder, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
During a follow - up with the user facility, it was confirmed that: due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. When asked if the customer had idea of what the foreign substance might have been, the customer responded ¿we have had problems with our salt machine which has left us with limescale deposits. Perhaps this could be related to this?¿. The customer confirmed that simethicone is not used during the cleaning sterilization and disinfection (cds) process. During the manual cleaning process, the customer supplies air and water through the nozzle. The customer confirmed that the pre-cleaning and manual cleaning is carried out in accordance to olympus¿s instruction for use (IFU). Lastly the customer confirmed that there were no defects in the reprocessing accessories for pre-cleaning and manual cleaning. This report is also being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and information available, the identity nor the definitive root cause of foreign material could not be determined. Olympus will continue to monitor field performance for this device.